Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken shaft was unable to be confirmed; however, the hypotube was separated. Therefore it is likely that the shaft completely separated due to handling during packing for return analysis. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for broken or separated shafts from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in an unspecified vessel, pre-dilatation was performed. During use of a 2.5x8 mm rx xience prime stent delivery system (sds), the shaft broke but not into two pieces. Reportedly, there was no resistance or force applied against resistance during advancement of the sds. After the shaft breakage occurred, the sds was simply withdrawn from the patient anatomy without any issue. The customer could not remember if the same device was used to treat the target lesion or if another device was used to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.